Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. The device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The device was reprogrammed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that a merlin transmission displayed non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made, subsequently however an additional remote transmission revealed nonsustained rv oversensing alerts. The patient will continue to be monitored remotely. The patient condition is fine.